Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Customer's complaint confirmed through visual inspection. Dso (downstream occlusion) seal bubbled and delaminated. Replaced dso seal. Upon further investigation, the dso sensor was contaminated with foreign material. Replaced dso sensor. Uso (upstream occlusion) seal separating from chassis. Replaced uso seal. The lower chassis gasket was torn and degraded. Replaced gasket. Motor odometer reporting 5,516,985. Replaced motor and reset odometer to 0 as preventative maintenance. Performed dso/uso sensor calibration. Performed pvt (performance verification testing), unit passed all testing criteria. Software updated. Unit reset to standard configuration. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
It was reported, that the downstream occlusion seal was ripped and damaged. There was no patient involvement. No patient injury was reported.